Manufacturer narrative:
Device code a180104 captures the reportable event of foreign material present in device. The returned radial jaw4 was analyzed, and a visual evaluation noted that the handle and jacket were observed to be in good condition. There were no foreign objects attached and the jaws were in good shape. The washer tail and pull wires were positioned correctly and no signs of foreign materials could be seen when viewed under a microscope. The incident was confirmed by a photo the customer gave, which showed a silky thread that is not a part of the device. The customer's images show a smooth thread-like material in the jaws. However, because the device has been removed from its original packaging, it is impossible to say whether the observed material was present when the customer received the product, and the cause of how the foreign material got there cannot be determined. Furthermore, the analysis of the returned device revealed no evidence of foreign materials. Based on the available information, "no problem detected" was chosen as the most likely cause of this complaint.

Event description:
It was reported to boston scientific corporation that a radial jaw biopsy forceps was to be used in a biopsy procedure performed on (B)(6), 2022. During the procedure, the forceps' midsection and tip had what appeared to be a bit of metal attached to it. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw biopsy forceps was to be used in a biopsy procedure performed on (B)(6) 2022. During the procedure, the forceps' midsection and tip had what appeared to be a bit of metal attached to it. There were no patient complications reported as a result of this event.